Manufacturer narrative:
Reason for reoperation: rupture, extrusion.

Event description:
Healthcare professional also reported "implant was ruptured, had extruded prompt breast; hole, non-specific".

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant was removed in an emergency situation and not retained for return" and later left side capsular contracture baker grade iii/IV.